Event description:
It was reported that during a da vinci si total benign hysterectomy procedure a fenestrated bipolar forceps instrument's tips would not come together. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the reported complaint. Upon failure analysis, one grip was bent, causing a side to side misalignment of the grips. There was approximately a 0.124 offset at the instrument tips. The instrument's grips did not meet together when fully closed. Engineering concluded the damage was likely due to mishandling electrical continuity testing was performed and passed. Additional observation not reported by the customer was insulation damage on the distal end of the main tube at several areas. Material was missing. The surface of the main tube appeared to be scraped off. Engineering concluded the damage was likely due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; the insulation damage with material missing, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.